Event description:
It was reported that the patient underwent a revision procedure as this inflatable penile prosthesis (ipp) reservoir migrated out of the retropubic area. In a clinical evaluation, troubleshooting was performed, but the issues were not resolved. During the procedure, the reservoir was drained, repositioned and refilled. The device was tested and functioned as expected. Surgery results were reported as good and patient is set to fully recover.